Event description:
It was reported by the biomedical engineer that on (B)(6) 2022, at approximately 4:00pm, a patient suffered from a heart attack and expired. It was reported that a unit nurse connected the m4841 telemetry device to the patient, but the telemetry technician reported there were no vitals on the central station.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The audit logs were pulled and provided to philips by the field service engineer (fse) and were reviewed by the philips telemetry product support engineer (pse). The pse reviewed the audit logs and found that monitoring was not being performed during the reported incident timeframe. Based on our investigation, there is no evidence that the device was connected to the patient to initiate monitoring. Philips has determined that the mx4841 was working as designed.